Event description:
The recipient is reportedly experiencing decreased performance, dizziness, device migration and open electrodes. Programming adjustments were made, however the issues did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Additional information: sections b.3, d.6b, d.9 the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was activated and the recipient has healed well following revision surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.